Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the minilok qa+ #2-0 oc rb-1 anchor device was broken off. It was reported that all the broken parts were removed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had the anchor and sutures detached from the inserter. The sutures were broken and frayed. The anchor was fractured near to mid-body. In addition, the shaft tip was deformed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the minilok qa+ #2-0 oc rb-1 would have contributed to the complained device issue. Based on the findings, the potential cause for the device observed condition could be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture. The possible root cause for the fractured anchor and the deformed shaft can be associated with bending force during insertion. As per the instructions for use, 1) excessive tension may overload the anchor or suture. 2) do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot.